Event description:
An ancure endovascular device was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. It was reported that the physician proceeded to extend the left side with an aneurx iliac leg stent graft. The physician used a 25 french ancure sheath with a 16 french cook sheath inside. It was reported that the physician had difficulty advancing the stent graft delivery system into the "new" 16 french sheath. The physician did not lubricate the stent delivery system prior to inserting the stent delivery system into the sheath as recommended by cook. The physician placed force and torque on the device. As the sheath was cranked back, the physician experienced resistance and friction. The stent graft deployed 4cm and the hytrel (graft cover) broke distally to the black ring. The physician tried to use a pair of hemostats to pull the sheath back. The physician resheathed the stent graft into the 16 french cook sheath and was able to pull the sheath and device out of the patient. The physician completed the procedure by using the 25 french ancure sheath to deploy a 16mm x 8.5cm iliac leg stent graft, 16mm x 5.5cm iliac leg stent graft and a 20mm x 3.75cm aortic extension cuff. Receipt of the stent and delivery system are pending. No additional clinical sequelae were reported and the patient is fine.

Event description:
The returned goods investigation demonstrated that the stent graft was in two pieces and partially deployed 4.4cm from the distal end of the graft cover. The runners did not pass the end of the stent graft. The graft cover was retracted 4.9cm from the step of the nosecone. There was a large twist, a mild fold and a moderate kink noted on the graft cover. A stress ring was noted, which encircled the graft cover 240 degrees. There were punctures noted on the graft cover that were possible hemostat marks. There were scratches longitudinally over the graft cover and the graft cover was broken .2cm from the molded slider. The cpc was disconnected. The device was disassembled in the returned goods lab and no mfg anomalies were found. The investigation concluded that the device was damaged in a manner consistent with the device being twisted and pushed while being compressed. Stress rings indicate that the device was subjected to excessive linear stress during attempts at deployment, eventually leading to the breaking of the graft cover. The 16 french cook sheath was not returned for analysis. The cause of the insertion difficulties cannot be fully investigated without return of the cook sheath.